Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended. However, the customer reported the insulin was used beyond label. Tandem technical support advised the customer to replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The customer acknowledged the identified issues contributed to the high bg.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.